Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
During functional testing, the device displayed a "defib fault 108", "defib fault 72", "defib fault 80", and "defib fault 78" messages.